Event description:
It was reported that the patient "noted one side or system was removed because of an infection". The patient outcome was not provided. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-05515 for concomitant system.

Manufacturer narrative:
Product ID 7482a51, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type: extension, product ID 7482a51, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type: extension, product ID 3387s-40, lot# v670473, serial#, implanted: 2011 (B)(6), explanted: product type: lead, product ID 3387s-40, lot# v674548, serial#, implanted: 2011 (B)(6), explanted: product type: lead. (B)(4).